Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025, from the medidata study database and change email: on (B)(6) 2025, this 65-year-old male patient underwent endovascular treatment for an abdominal aortic aneurysm (no iliac involvement). The patient was treated with a gore®excluder®conformable aaa endoprosthesis trunk ¿ ipsilateral leg device, two gore® excluder® aaa contralateral leg endoprosthesis devices in the right external iliac artery, and a gore® excluder® aaa contralateral leg endoprosthesis device in the left external iliac artery. The sites were accessed percutaneously on the left and right. The gore® devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. The patient also had embolization of the internal iliac artery with coils. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient had an endoleak type ii. This adverse event required hospitalization and treatment with a reintervention. On (B)(6) 2025, the patient underwent embolization with coils. This adverse event is noted as recovered/resolved without sequelae on (B)(6) 2025.